Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14057004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Nonconformance record was generated for an out of control point for hub damaged defect a; refer to the nonconformance section for detail, the lot was liberated and the pths was closed. Subassembly DHR review. Proximal shaft subassembly 00a8710 lot(s) 0108080221, 0108080375 and 0108080377 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements. The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The insufflator did not connect to the hub of the cypher stent 3.50 x 13mm in order to inflate the balloon and then release the stent. No further information was provided at this time. Upon receipt of the product, the hub was noted cracked.